Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 7909305.

Event description:
Related manufacturer reference number: 1627487-2023-05621. It was reported the patient experienced pain at the ipg site and inadequate stimulation with their drg system. As a result, surgical intervention was undertaken wherein the entire system was explanted.